Event description:
Per the clinic, the patient experienced migration of electrode array where the electrode is found to be located near the entrance of a round window. The implanted device remains. Explant and re-implantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.